Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)). (B)(4). There are two reports associated with this complaint FDA report# 2029046-2017-01009 and this report.

Event description:
It was reported that a female patient, in her 70s, underwent an idiopathic ventricular tachycardia /right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. After rvot ablation and while mapping the aorta and coronary cusps, error 402 (map: magnetic distortion) populated on the carto 3 system. At this point, a pericardial effusion was detected via ultrasound. Remainder of procedure was aborted. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patent required overnight observation in the intensive care unit. Patient fully recovered and was discharged the following day. Patient factors cited that may have contributed to the adverse event include the patient¿s advanced age. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. It was noted that there is a possibility that the injury did not occur at an ablation site and that the soundstar catheter that was inserted into the right ventricle may have been responsible for the perforation. It was also noted that in the absence of a surgical intervention, the location of the injury cannot be definitively determined. No transseptal puncture was performed. A 9 french sheath (brand-unspecified) was used. Generator was set on power control mode with a temperature cutoff of 43°c. Generator settings at the time of injury included temperature at 39°c, impedance at 115 ohms, and power at 30 watts (not titrated). Overall ablation time was approximately 5 minutes. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the site of injury is unknown. Irrigated catheter flow rate was 8 ml/min on low flow and 15 ml/min on high flow. Patient received anticoagulant (heparin bolus) during the procedure. There is no information regarding activated clotting times. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. The error 402, magnetic sensor error, is not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. This adverse event will be reported under both the ablation catheter and the soundstar catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/01/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a female patient, in her 70s, underwent an idiopathic ventricular tachycardia /right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After rvot ablation and while mapping the aorta and coronary cusps, error 402 (map: magnetic distortion) populated on the carto 3 system. At this point, a pericardial effusion was detected via ultrasound. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).